Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and blood glucose levels over 500 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and self test, but failed the high pressure test. Advised the girlfriend that the insulin pump would be replaced

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.